Event description:
On (B)(6) 2011 at 12:35pm pdt, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate high compared to another meter. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the night/morning of (B)(6) 2011 (exact time unknown), she was discovered unconscious by her spouse, prompting her spouse to test the patient's blood glucose and contact ems. The issue began on an (B)(6) 2011 at 09:45am when her spouse obtained a blood glucose result of '90mg/dl', and these results were compared to a '37mg/dl' taken at 10:15am on an ems meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The patient manages her diabetes with an insulin pump. The patient advised that she made no changes to her diabetes management routine as a result of the issue. The patient advised that she received ems treatment of glucose tablets and gel for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. The cca noted that the spouse did not follow correct testing procedure and did not clean the testing site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received ems medical treatment for loss of consciousness as complication of diabetes while using the subject meter.

Manufacturer narrative:
Follow-up (5/21/2012) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 5/1/2012 and 5/2/2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. The serial number of the meter was incorrect. Hence, a DHR (device history record) could be pulled.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.